Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-28, lot# l45656, implanted: (B)(6) 1997, product type: lead. Product ID: 3487a, lot# l44865, implanted: (B)(6) 1997, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient's system was no longer functioning and the patent was to go in for a revision to have it replaced on (B)(6) 2016. It was noted that no troubleshooting actions had been taken to diagnose or resolve the event. There was a therapy change; the system wasn't providing the stimulation that it did in the past and the patient stopped using it around 20015. It was noted that the location of the symptoms was the leads. Additional information was received from the rep. It was reported that the doctor replaced the patient's battery and leads and the patient had therapy as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.